Event description:
We did not receive any written notification from medline about a recall. Attached on the outside of our sterile medline cysto packs a yellow attention label stating: triad brand lube jelly within this kit is recalled. It should be replaced with an approved sterile product from sterile supply.====================== health professional's impression======================the materials manager and the specialty coordinator should have received written notification of the recall. It should have informed us of the lot numbers that were affected. What did they want us to do with the recalled product? Send it back to them or toss it out. Medline did not provide us with a substitute for the packs. Medline stated that it is the industrial practice to send the packs with a warning label on it and the recalled item inside.